Event description:
It was reported that during deployment of the excluder bifurcated endoprosthesis trunk, the deployment line broke. The device partially deployed and could not be retrieved back into the sheath. As a result, the pt had to be converted to open surgery. The pt is doing fine post surgery.